Event description:
It was reported to boston scientific corporation that an jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after inserting the device through the scope it became twisted and the orientation was incorrect. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; bowing out of plane. The complainant was unable to provide further details pertaining to this complaint.

Manufacturer narrative:
A visual examination revealed that the working length and distal tip was severely twisted. After inserting the device through the scope it was found that the orientation was out of specification. A functional evaluation found that the device did not meet the bowing specification and the bowing was not in plane due to the twisting. During manufacturing, tome devices are 100% inspected, the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record was reviewed and found to meet all manufacturing specifications.